Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was left inguinal hernia and postoperative diagnosis was left inguinal direct and indirect hernia with large cord lipoma prolapse in the left scrotum. The procedure performed was a open left inguinal hernia repair with mesh. The patient has had surgical revision and pain. Past medical <(>&<)> surgical history: coronary artery disease and multiple coronary stents.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic left inguinal hernia. It was reported that after implant, the patient experienced pain, recurrence, scar tissue, mesh contracted into ball, left cord lipoma, and mesh migration. Post-operative patient treatment included revision surgery and excision of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic left inguinal hernia. It was reported that after implant, the patient experienced pain and mesh migration. Post-operative patient treatment included revision surgery and excision of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a symptomatic left inguinal hernia. It was reported that after implant, the patient experienced pain and surgical revision.